Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the patient side cart card cage associated with this complaint and completed its investigation. Failure analysis (fa) installed unit on the test system and the reported problem (error 319) was not replicated/confirmed via error logs. The error logs for the remote system only shows error code 307, which means that configured node did not respond. The card cage encountered no errors while installed in test system and exhibited normal system operation. All the gantry motors were driven through their full range of motion and the cart was driven back and forth with no issues. The system ran ten power cycles with no errors and then the cage remained in the system for over two hours while the system was in use. There was no trouble found with the unit, however the universal power distributor board in this card cage needs an upgrade. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, the system was reflecting a 26002 non-recoverable error. The customer had attempted a system power cycle and the system generated a non-recoverable 319 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted 319 and 32110 errors pointing to the universal surgical manipulator (usm) 3. Tse attempted several power cycles with the customer with no resolve. Tse then disabled usm 3 remotely. It was noted that after remotely disabling usm 3, the system came up with additional errors which could not be resolved with tse troubleshooting. As such, the procedure was converted to another da vinci and there was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed through error logs. The fse powered up system but was unable to reproduce the problem. The fse replaced the card cage in accordance with isi procedures to resolve intermittent errors 319, 26002, 321110, 40084.